Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) sensor was paired to the user¿s dexcom app but was not connecting to the ilet, and support assisted the user in re-entering the sensor pairing code and transmitter code to resolve a signal loss to the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communication failure between the cgm and the ilet, with an interoperability problem identified that involved the electrical communication path, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.